Event description:
It was reported that during a biliary dilatation procedure, a partial blade detachment occurred. The exact lesion location was not specified. The 8.00mm/2.0cm/90cm spcb ultra2 otw cutting balloon was advanced to the lesion, inflated once to 8 atms, and the biliary dilatation was performed successfully. No difficulty was noted during inflation or deflation. Following catheter withdrawal from a 7f introducer sheath, it was noted that one of the blades had partially detached. No portion of the device detached inside of the patient. There were no patient injuries or complications.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.